Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. No repairs were made as customer stated it was too costly to repair. Device was evaluated for pm procedure. No repairs made, customer stated too costly to repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool because of a faulty chiller.

Event description:
It was reported that the arctic sun device did not cool because of a faulty chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.